Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4), ubd: unknown , UDI#: unknown. A medtronic representative went to the site to test the equipment. The cable was replaced. The system was found to be fully functional. The cable was returned to the manufacturer for analysis. A continuity test was performed, which revealed an open for pin 2 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had a damaged axiem cable. The site did not provide any other information on the damage. There was no patient present when this issue was observed.